Event description:
It was reported that the customer experienced repeated dexcom g7 sensor disconnections from the ilet, with three sensors pairing successfully and then losing connection, including one that intermittently remained stuck in pairing, resulting in cgm signal loss to the ilet only. Symptoms included no reported adverse clinical effects. Outcomes included interruption of cgm data to the ilet. Investigation included customer interview and troubleshooting by verifying the ilet bluetooth version and advising replacement sensor pairing and manufacturer contact for sensor replacement. Investigation of this case revealed recurring connectivity loss between the third-party cgm sensor and the ilet despite successful initial pairing. It was concluded that the event involved cgm communication loss without injury, and that the sensor manufacturer would manage sensor replacement while the ilet functioned as intended aside from loss of cgm input.